Manufacturer narrative:
(B(4). Concomitant medical products: patient medications include aspirin, ferrous sulfate, furosemide, hydralazine, ipratropium-albuterol, isosorbide dinitrate, levothyroxine, lisinopril, megace, multivitamin, nasonex, stool softener, toprol, tramadol, ventolin, and xanax. (B(4).

Event description:
On (b(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (b(6) 2018, a contrasted computed tomography scan reportedly identified a type ib endoleak at the distal end of a 23 mm contralateral limb (plc231200/14090384) on the right side. According to the report, the endoleak was secondary to aneurysmal disease progression into the right common iliac artery. On (b(6) 2018, the patient underwent a re-intervention procedure whereby a 28.5 mm excluder® aortic extender component was implanted in the right common iliac artery to treat the type ib endoleak. The device was ballooned several times, however, procedural angiography reportedly showed the type ib endoleak persisted. The physician opted to implant an excluder® iliac branch component distally, with an 8 mm gore® viabahn® endoprosthesis to preserve the right internal iliac artery. A final angiograph showed the endoleak was resolved. The patient tolerated the procedure.